Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection it was noted that the grommet had been damaged.

Event description:
It was reported that during the implant procedure, oversensing occured. Blood ingress was observed in the connector. The device/lead was not implanted. No patient complications have been reported as a result of this event.